Event description:
Report received of "the infusion completed sooner than expected". The pump was programmed in the intermittent mode to deliver an unspecified antibiotic 400mg/100ml to infuse over 1 hour every 8 hrs, with an unspecified kvo rate. The patient called the pharmacy to report that the pump gave an error 8 alarm during the infusion. The customer contact said that the pt later reported the infusion completed sooner than one hr. No other information was available regarding the amount of time the infusion completed. The next infusion was resumed after a new pump was available without problem. The pt did not experience any adverse effects. Additional information was requested, but no further information was available.